Manufacturer narrative:
As reported the initial repair remained successful for 21 years and the patient's doctor suggests a possible sports hernia had developed as the patient was lifting weights when the event occurred. Based on the reported event the patient experienced an injury during physical activity. The relationship between the injury and the device implanted to treat the hernia 21 years ago has not been determined. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note the dates of implant and event are estimated as the exact dates could not be provided. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that in 1997 the patient was implanted with a "polypropylene bard mesh" during a bilateral inguinal hernia repair procedure. As reported the patient had no issue with the repair until (B)(6) 2018 when he was "swinging kettle balls" during an exercise routine and felt something "pull away or tear" within his right groin. The patient later stated that he felt "the mesh had moved or torn away." On (B)(6) 2018 he had an office exam and the doctor explained he may have a "possible sports hernia." The patient will be scheduling an MRI and ultrasound.